Event description:
It was reported that a dexcom g7 sensor was providing glucose values in the dexcom app, but the ilet did not display glucose data due to a pairing failure limited to the ilet; after guidance to toggle the cgm selection between g6 and g7 and restart the ilet, glucose values appeared, and the blood glucose was 270 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated dosing with dosing expected to resume after data flow restored. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that device functionality was restored after settings verification and a device restart, indicating a communication or configuration issue between the cgm and the ilet. It was concluded that the event was related to cgm-to-pump communication that was resolved with troubleshooting, and no further clinical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.